Event description:
It was reported that during a remote follow up, far field r-wave oversensing was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating device was reprogrammed to resolve the event. The patient was in stable condition.